Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), b3: event date is year valid h3: analysis found no anomalies were visually observed. Stuck on checking the recharger screen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had issues with both their co ntroller (ptm) <(>&<)> recharging antenna (rtm). Pt described the controller (ptm) saying it needs new batteries but when they insert aa's batteries they find they need a medtronic battery. Pt also commented the rtm cord has been getting warm (almost hot causing them to remove it) where it intersects w/ antenna. Pt indicated the problems began probably within the last month. Pt said it was off <(>&<)> on in the beginning but now they are having a harder time every time they go to charge the neurostimulator battery (ins). Pt explained today when attempting to recharging the ins the rtm lost connection, but when they hit try again the green battery recharge indicator light came on but then switched to orange. Pt said they kept having to do it over again and then a message came up saying something about you cant charge anymore and to call medtronic w/ mo3. Pss understood this was rm03. A replacement recharger (rtm) was sent out. No symptoms were reported.